Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia, reportedly the patient had not pedal pulse in the right foot. It was reported vascular surgery advised the physician to remove the sheath and the repositioning sheath should be advanced, which was done and there was still no pedal pulse. Vascular surgery performed a femoral bypass, and it was reported there was still no pedal pulse. The following day, (B)(6)2021, it was reported the patient was taken to the operating room by general surgery due to abdominal compartment syndrome and expired in the operating room. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.